Event description:
Info rec'd indicates the head function will not operate up or down, nor will the CPR function work.

Manufacturer narrative:
The technician found that the CPR handles were loose. He adjusted the CPR cables and now the head section will lower, but once lowered all the way down, the head up will not operate unless the head section is raised manually a few degrees. The technician isolated the issue to the motor cable. Repairs have not been completed.